Manufacturer narrative:
This product is available for testing and evaluation, but the evaluation has not begun as of this writing. Additional information has also been requested and will be submitted within 30 days upon receipt.

Event description:
During pci of a lesion in the proximal lad, the stent would not cross. Upon removal, the shaft was broken, but not separated in pieces. Another stent of the same size was used to finish the procedure and there were no adverse effects to the patient.